Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2024 by the asia pacific journal of sports medicine arthroscope rehability technology ¿retrospective cohort study comparing postoperative joint stability between all-inside pcl reconstruction technique and conventional pcl reconstruction technique in patients with multiligament knee injury.¿ the study reviewed 20 patients and identified acl/pcl instability with interference and tenodesis screws in 2 patients during the 6-year follow-up period. It was identified that the 2 patients required revision. Ref: buranapuntaruk t, boonchaliaw n, itthipanichpong t. Retrospective cohort study comparing postoperative joint stability between all-inside pcl reconstruction technique and conventional pcl reconstruction technique in patients with multiligament knee injury. Asia pac j sports med arthrosc rehabil technol. Oct 2024;38:9-13. Doi:10.1016/j.asmart.2024.07.001.